Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the sensor reading activated threshold suspend when the blood glucose reading was not low. The blood glucose reading was 242 mg/dl and the sensor reading was 62 mg/dl. The sensor glucose graph was not trending in the direction of the blood glucose. The blood glucose values are entered timely and accurately. Customer calibrates when blood glucose is stable. Customer removed the sensor and stated that it did not look bent. Customer was advised to change the sensor. Nothing further was reported.